Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the quick coupling device would not engage the attachment device, bearing was corroded, bearing seized, moving parts did not move smoothly, the component was damaged and the etching was illegible. It was noted that the inside of the device was rusty and the bearing was rusty and blocked. It was further determined that the device failed pretest for check the free movement, check pins length of cone sleeve, check the machine coupling and marking and labeling. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. Concomitant med products: handpiece device. Initial reporter phone and complete mailing address were not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the quick coupling attachment device had no function. Additional information was received which indicated that the device did not work when attached to the handpiece device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.